Event description:
During a surgical procedure using our pk generator and cutting forceps, the pt sustained a thermal injury. The surgeon states that he suspects that the generator was putting out too much energy and increased the thermal spread of the seal. The pt was treated for the burn and no prolonged hospitalization was required. The cutting forceps, 3005pk, were discarded (please see medwatch report # 2183680-2009-00066 for the device report).

Manufacturer narrative:
The complaint was not able to be confirmed. All voltages were found to be within tolerance. The generator was cleaned, then electrically checked. The rf outputs were checked and current leakage tested. The generator operates according to MFR specifications, with no problems noted.